Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had an oxygen sensor that would not calibrate. The ventilator was not in use on a patient at the time of the reported event. The service engineer replaced the oxygen sensor to address the issue. The unit passed all testing and operated within the manufacturing specifications.